Event description:
It was reported that during the procedure to treat a de novo lesion in the mid to distal right coronary artery with moderate tortuosity, heavy calcification, and 90% stenosis, a 2.0x12 rx mini trek balloon catheter was advanced without resistance for pre-dilatation; however, the balloon ruptured on the second inflation for 30 seconds at 14 atmospheres. The mini trek balloon catheter was removed from the patient anatomy without resistance and a non-abbott balloon was used successfully for pre-dilatation. A 3.0x28 xience prime stent was implanted to treat the target lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, sion blue. Guide cath: heartrail ll 6f jr4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.